Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be separated from the delivery catheter. Unsuccessful attempts were made to re-dock the device into the delivery catheter. The device was ultimately retrieved, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
Reported events of separation failure and connection failure were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.